Manufacturer narrative:
At the present time, the device return is not anticipated. The customer is in the process of confirming operator error and if the image issue returns with the same cable, the biomed will report the issue and replace the cable. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable and an undisclosed bronchoscope, the image kept freezing. When the customer's biomed checked the unit, she made sure the unit was off. When the same bronchoscope was connected, the image was fine. The customer's biomed thinks that the issue may be due to "hot swapping" the bronchoscope, or from the end user connecting the scope while the monitor was on. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.